Manufacturer narrative:
Subsequent to the submission of the intitial medwatch report, it was noted that this report is a duplicate of manufacturer report number 9615050-2016-00024.

Event description:
The customer contact reported that the ac receptacle of the device had evidence of burning and electrical sparking. Additionally, it was noted that the device had a broken receptacle pin and does not have an ac power cord. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional event details or information were provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the ac receptacle of the device had evidence of burning and electrical sparking. Additionally, it was noted that the device had a broken receptacle pin and does not have an ac power cord. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional event details or information were provided.